Event description:
It was further reported that the patient died from failure to thrive. No autopsy was performed

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Update: describe event or problem, death date, event date. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient expired. In (B)(6) 2008, the patient was diagnosed with silent ischemia and cardiac catheterization was recommended. The target lesion being treated was located in the 1st diagonal. The lesion was 80% stenosed, 2.5mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 2.5x16mm study stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In 2012, the patient expired.